Event description:
#Medwatcher #(B)(4). I had intense abdominal pain for a few days. This repeated and got worse and lasted longer as time went by. I sought medical advice and tried a smooth muscle relaxer before discovering that the cycle was monthly. I have been getting depo shots ever since to prevent me from cycling hormonal. This seems to have stopped the pain cycle but there are times when I can feel a sharp ache.